Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that on (B)(6) 2020 their feet were really swollen along with high blood glucose (bg) levels. The patient had a regular scheduled appointment tuesday morning. When they arrived at the appointment their left foot was huge and their blood glucose (bg) was 598 mg/dl. The doctor told the patient to go to the emergency room. When they arrived at the emergency room their bg was 320 mg/dl. The pod was removed. Patient reports that since they were admitted on tuesday they have been giving manual insulin injections but they have not been helping. They asked to have the husband bring the pods in to the hospital. They put a pod on at 5:00 pm and at 10:00 pm their bg was 110 mg/dl. The patient was prescribed two types of antibiotics. The patient stated one was a cream and they were unsure of the other one they were given. The pod was ultimately discarded at the hospital.